Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned thirteen days post implant due to elevated thresholds, decreased sensing and no capture at maximum device outputs. An x-ray confirmed the lead position had remained unchanged. The device to lead connection was confirmed to be secure. The physician suspects the clinical observations were anatomy related. No additional adverse patient effects were reported.